Event description:
It was reported during device replacement, fluoroscopy revealed the lead was dislodged. Lead was explanted and replaced. Patient was in good condition after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.